Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the tubing clamp was broken. The lower section would not retract. There were no reported adverse consequences to the pt.